Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Two devices were received for a manufacturing evaluation and the first thread of each device was broken off at the minor diameter. There were axial scratches on the shaft indicating use. The green anodize has been removed from the edges of the knob, which generally indicates use. The dimensions measured were within print specification. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The tips of both devices could not be inserted into a screw due to the damage. The damage was consistent with that noted in a previous evaluation, which stated that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition appeared to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This complaint is valid from a design standpoint and is being addressed in an internal corrective action.

Event description:
It was reported that the first turn of the retain-sleeve thread broke off. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: this report is for two retaining sleeves. (B)(4).

Event description:
This report is for two matrix holding sleeves from the same part and lot number.